Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-20. It was reported that the pump was refilled on (B)(6) 2017 as actions/interventions taken to resolve the low reservoir alarm. It was indicated that the low reservoir alarm had been resolved. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [50.0 mg/ml] at a dose of 24.280 mg/day, bupivacaine [17.0 mg/ml] at a dose of 8.255 mg/day, and baclofen [970.0 mcg/ml] at a dose of 471.04 mcg/day at simple continuous infusion mode via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported on (B)(6) 2017 that the low reservoir alarm had occurred on (B)(6) 2017. It was noted that the patient forgot about the refill appointment, which led to the issue. It was indicated that the doctor requested to reduce the pump by 30% and that the representative assisted the physician assistant (pa) with a 30% reduction of the pump. The pa updated the pump and reduced the rate by 30% for a dose of 16.979 mg/day for dilaudid, 5.773 mg/day for bupivacaine, and 329.39 mcg/day for baclofen. The telemetry session/pump programming attached with the report showed this change and indicated that the logs had not been read. It was noted that the dose reduction did not change the refill date or low reservoir alarm date. It was indicated that the issue was not resolved at the time of the report. No surgical intervention occurred and it was not planned. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. The patient status at the time of the report was ¿alive ¿ no injury¿ and no complications were reported.